Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 600mg/dl, low potassium, and an urinary tract infection (uti); cause was unknown, however the customer reportedly had an infection which might have contributed to the elevated bg. The customer went to the emergency room (ER) where an intravenous treatment, antibiotics, and unspecified treatment for low potassium was administered to resolve the issue. The customer left the ER in good condition with a bg of 73mg/dl.